Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, inflammation, mobility. Replacement implant # 46 placed.